Event description:
Pt was to have lap tubal ligation. The valley lab cautery was used for cauterizing the fallopian tube. The bipolar klepinger was plugged into the monopolar outlet by accident. There is no safety feature on the valley lab to prevent this from happening. The ends for monopolar and bipolar are the same. In monopolar, the cautery would work on contact to tissue. In bipolar, it needs to be activated by the foot pedal. The dr assumed that the klepinger needed to be activated with the foot pedal. The instrument nurse gave the klepinger cautery to the dr to ligate and cauterize the fallopian tube. The dr saw something in the cul de sac and used the klepiner as a probe, per instrument nurse's statement. The instrument nurse stated that frequently the cautery can be used as a probe. The klepinger came into contact with the rectosigmoid area. The pt sustained a burn. The instrument nurse noted that when he saw smoke, no one was near the foot pedals. They then removed the laparoscopy instrument and had to do a (pfannenstiel's incision) abdominal incision. The dr was able to repair the injured area of the bowel by suturing with 3-0 silk. He then proceeded to do the tubal ligation. The pt was planning on an outpatient procedure and had to be admitted from friday through monday. The pt has more pain due to having abdominal surgery versus laparoscopy surgery. It required more expense, plus required antibiotics.